Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported by the customer's father that the insulin pump had a delivery anomaly. The customer's father stated that the insulin pump does not delivery insulin. Troubleshooting was refused. Nothing further was reported.